Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was observed to be difficult to position in the patient. Once implanted, a 10 joule (j) test shock was delivered which yielded a shock impedance of 139 ohms. The physician then opted to do defibrillation threshold (dft) testing, however a 80 j was unsuccessful at converting the patient. Review of the system indicated the placement of the s-ICD and electrode may not be optimal for the patient. Surgical intervention was later performed and the s-ICD was repositioned in the patient. Further dft testing was performed and some undersensing was noted, however a shock was eventually delivered which successfully converted the patient. The s-ICD remains implanted and in service. No additional adverse patient effects were reported.